Event description:
This spontaneous report (2025-cdw-00488, (B)(6) from the united states of america was reported by a 60-year-old male consumer via the phone and followed up by a survey who developed allergic reaction, little red dots down there which looked like a rash and her groin was the size of golf balls right now after using the trojan magnum condoms unspecified. On (B)(6) 2025, the consumer used trojan magnum condoms unspecified once. The consumer reported that half an hour after using the product, I just had a major allergic reaction to a magnum condom and my groin is the size of golf balls right now, little red dots down there, it looks like a rash, it is my ball sack too. Later, I visited my doctor who prescribed antibiotics (unspecified) and a cream (unspecified) and I was admitted into hospital. At the time of this report my symptoms persisted. No additional information was available. The action taken with trojan magnum condoms unspecified was not applicable. The outcome of the events was not recovered. Note: the case is being conservatively reported due to hospitalization claim, however reported symptoms and treatment is not consistent with a serious medical event.